Event description:
The metal plate of the first device is fallen into the joint of the patient. The surgeon removed it and then continued procedure with a second device. But, the same issue occurred with the second and the third used device again. Each time,the surgeon recovered the fallen part in the patient. He completed the procedure with a fourth electrode of another lot. Associated medwatches for second and third electrode: 1221934-2015-00681, 1221934-2015-00682.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The metal plate of the first device is fallen into the joint of the patient. The surgeon removed it and then continued procedure with a second device. But, the same issue occurred with the second and the third used device again. Each time,the surgeon recovered the fallen part in the patient. He completed the procedure with a fourth electrode of another lot.associated medwatches for second and third electrode: 1221934-2015-00681, 1221934-2015-00682.

Manufacturer narrative:
This complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted for this lot of devices that was manufactured in 2014 and the results indicate that this batch of product was processed without incident related to the failure in this complaint and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The metal plate of the first device is fallen into the joint of the patient. The surgeon removed it and then continued procedure with a second device. But, the same issue occurred with the second and the third used device again. Each time,the surgeon recovered the fallen part in the patient. He completed the procedure with a fourth electrode of another lot. Associated medwatches for second and third electrode: 1221934-2015-00681, 1221934-2015-00682.